Event description:
It was reported the rv lead was capped and replaced due to undersensing. Additionally, it was reported there was positioning difficulty with the left ventricular lead (model 5076) at implant attempt. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary let305704v no anomalies found; full lead returned evaluation summary (B) (4) no anomalies were found; the full lead was returned and analyzed.